Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the patient experienced elevated blood glucose levels (25.5 mmol/l) with large ketones. The reporter indicated that they noticed insulin leaking from the luer connection between the cartridge and infusion set. The patient's blood glucose levels have reportedly been high since (B)(6) 2012. The cartridge was inspected and no damage was noted. The luer connection is reportedly finger tight.

Manufacturer narrative:
The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the cartridge was not returned for investigation. A retain cartridge sample from lot # b201734 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A fill test was also performed with no air bubbles forming. A force test was performed with no defects found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.